Event description:
On inspection after return to verathon, the glidescope gvl 4 video laryngoscope was found to have a damaged camera lens with pieces missing. No pt impact was reported.

Manufacturer narrative:
Device eval summary: an inspection of the glidescope revealed a damaged camera lens with cracks, scratches, and pieces missing. Additionally, the laryngoscope handle and leading end showed delamination, fractures, and indentations; the protective cap and serial number plate were also missing. The glidescope had been in use for 1.8 years, and the customer was provided with a replacement.